Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced a possible acute thrombotic event and elevated troponins after having coronary artery stents implanted. The patient's medical history is significant for angina, diabetes, hyperlipidemia and hypertension. The indication for the procedure was angina. The target lesions were the proximal and mid right coronary artery (rca). The proximal rca was described as de novo, 50% stenosed and possibly having thrombus present prior to treatment. The reference vessel diameter was 4.0mm with a length of 18mm. The lesion was direct stented with a 3.0mm x 23mm cypher stent at 18 atms. After the stent was deployed, the physician noted that there was loss of distal flow. The event was treated with integrelin and thrombus aspiration. The physician suspected that there was thrombus but no thrombus was visualized. A 3.5 x 18mm cypher stent was then implanted in the mid rca. Post procedure, the patient had elevated troponin I 0.67 > 0.5unl. According to the database, the mid rca was also 60% stenosed and possibly having thrombus present prior to the intervention. The patient had received angiomax, aspirin, plavix and integrelin for the procedure. The DHR for (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The DHR for (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Acute stent thrombosis is a known potential adverse event associated with implanting coronary artery stents and is related to the patient's level of anticoagulation during the procedure and degree of difficulty treating the lesion. With the information provided it is not possible to determine if the thrombus was pre-existing or developed during the procedure. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Event description:
The (B)(6) male patient was part of the (B)(4) study. The patient received a 3.0 x 23mm cypher stent in the proximal rca. After the stent was deployed, the physician noted that there was loss of distal flow. Patient was treated with integrilin and suction thrombectomy. Physician suspected that there was thrombus but no thrombus was visualized. A 3.5 x 18mm cypher stent was then implanted in the mid rca. Post procedure, the patient had elevated troponin I 0.67 > 0.5unl.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.